Event description:
Complainant alleged that the or staff was attempting to defibrillate a pt (age and gender unk) using the internal handles with the device, but the internal handles failed to discharge. The staff was able to obtain another set of handles to successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.